Manufacturer narrative:
The customer's report was observed during evaluation of the device. The error code reported occurs when the calibration file fails its integrity check. Typically, this is caused by the stored serial number being missing. Which can occur while the user is attempting a calibration. The serial numbers were restored onto the smart pneumatic module board to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "off set self check failure - 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.